Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The data of the complained pump was for a perfusor space (article no. 8713030) with serial number (B)(6). No date of occurrence was available of the incident. During last therapy ((B)(6) 2025) five "plunger malfunction" alarms occurred during therapy (23:39pm, 23:43pm, 23:44pm, 23:52pm and 23:55pm) this alarm is a hint, that a negative pressure was in the infusion system. The pump was connected to a dialysis machine. The dialysis machine could cause the negative pressure in the system. If a negative pressure is in the system, the plunger of the syringe will move and loose the contact to the plunger plate sensor. If this happened, the "plunger malfunction" alarm occurred. The pump was not available for technical analysis. Based on the available device history, the reported defect of an overinfusion was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "good afternoon, I am writing to report an issue with four b braun perfusor pumps that malfunctioned, resulting in over-infusion of drugs. Three of the affected pumps were in use in the ICU, and one in the aau ward. The ICU pumps were connected to hemofiltration machines. Engineers from the OEM have inspected the hemofiltration machines and confirmed that there are no faults. They also clarified that the machines cannot influence the drug delivery of the pumps. We also experienced a similar incident a few months ago. At that time, b braun investigated the pump involved but advised that no fault could be identified. However, patient safety remains our highest priority, and we cannot continue using the devices without a reliable solution. We kindly request the involvement of b braun's clinical and technical team to provide guidance and help resolve this matter."